Event description:
It was reported when an asymptomatic patient presented in the operating room for normal device change out, externalized conductors were observed. All electrical functions were normal. The lead was capped and replaced. The patient did not experience any complications.